Event description:
It was reported that during routine follow-up of an asymptomatic patient, noise was observed on the atrial lead. An impedance anomaly was also observed. Other electrical values were normal. The lead was disabled and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.